Manufacturer narrative:
H10: it is unknown if the device was in use at the time of the reported problem. No patient harm was reported. Philips is unable to confirm the final disposition of the device because the customer allowed the repair approval to expire, refusing service. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device has a power issue. The customer reported that the device only runs on internal battery. The power connection did not populate when the power source was plugged into the wall. The remote service engineer (rse) believes it may be a power management board issue. No error codes were found in the log. This investigation is ongoing.